Event description:
On (B)(6) 2021, this patient complained of back pain and was transported to the reporting hospital by ambulance. The diagnosis of stanford type b acute aortic dissection (debakey type iiib, non-communicating, with ulcer-like projection) was made. A treatment with analgesics and antihypertensives was started, but it was difficult to control pain and blood pressure. Therefore, a thoracic endovascular aortic repair was indicated. On (B)(6) 2021, the patient underwent an emergent endovascular treatment for type b acute aortic dissection using gore® tag® conformable thoracic stent grafts with active control system (ctag-ac). The dissection was extended from zone 3 to the suprarenal aorta. Two ctag-ac devices were implanted (proximal tgm343420j, distal tgmr313120j). The proximal end of the ctag-ac was placed in zone 2. After deployment, the left subclavian artery was embolized. The patient tolerated the procedure. In the morning on (B)(6) 2021, the patient developed paraplegia. As corrective treatment, spinal drainage was performed, but cerebrospinal fluid pressure was considerably high and there was an eruption of cerebrospinal fluid. The patient was diagnosed with a cerebral herniation and decompression was performed by craniotomy. On (B)(6) 2021, the patient died due to cerebral herniation. It was unknown if autopsy was performed. The reporting physician commented as follows: the cause of cerebral herniation is unclear. It is unable to determine the causality between cerebral herniation and the gore devices due to lack of experience with this kind of event.